Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
Although there was no elective replacement indicator alert or allegation of premature battery depletion, the device was explanted prophylactically following the advisory.

Manufacturer narrative:
Analysis was normal. Bench testing on the device was performed, no anomalies were found.